Event description:
Physician was placing peg tube endoscopically, and the tube broke in half while it was being pulled through. The tube was lodged in the patient's esophagus and had to be retrieved using the endoscope and forceps. No injury to patient.